Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history revealed a time and date reset within 1 hour and 1 minute of powering the pump off. The time and date was accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, reinserted, and the pump time and date were observed to reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The pump booted to the verify screen and the display screen was observed to be dim with a pink contrast. (B)(6).